Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction revision with an unspecified mentor gel implant on the left side, suffered rupture post-operatively. The patient also reported being very sick and having nausea. As a result, the patient underwent removal on (B)(6) 2019. The nausea continued even after explantation.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information suggesting that the device was explanted prior to the originally reported date of implant explantation. The new explantation date was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the initial reporter was located in (B)(6), which is also the country of event. Manufacturer's reference number: (B)(4).